Manufacturer narrative:
The mg2 reagent lot number was 75024001 with an expiration date of 30-jun-2025. The calibration was last performed on (B)(6) 2024 and it was acceptable. Qc recovery was within the acceptable range prior to the sample measurement. The alarm trace did not show any abnormality. The field service engineer found carryover on the reagent probe. He replaced the reagent probe assembly and performed adjustments. He also increased the probe wash volumes and the gear pump voltage to specifications. Precision studies were performed and they were within specifications. The service actions (replacing the reagent probe assembly, performing adjustments, and increasing the probe wash volumes and the gear pump voltage to specifications) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with magnesium gen.2 (mg2) assay on a cobas c303 analytical unit when compared to a different cobas c303 analytical unit. Initial result: 0.998 mg/dl. The floor nurse noticed the low magnesium level and questioned the initial result. The sample was then repeated. Repeat result: 1.63 mg/dl (tested on another c303). The repeat result was deemed to be correct.